Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient had a headache while the cgm was receiving "low alerts". She ate a snack based on the alerts. Since the cgm was showing low (it was not specified if there was a low value or if the display device was showing "low"), the patient went to he emergency room. Upon arrival at 10:15am, her bg was checked and it was 169 mg/dl. The nurse administered the patient saline and pain medication for headache. The patient left the ER after 2 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.